Event description:
Report received indicated that during a percutaneous transluminal angioplasty to the iliac artery (side unknown) the balloon leaked. There is no available information regarding the morphology of the vessel or lesion. The balloon was used for post dilatation after stent placement. A guide was inserted across the lesion via a sheath introducer. After stent placement, the product was advanced to the lesion over the guidewire through the sheath introducer and the balloon was inflated using an indeflator. The balloon couldn't inflate, due to a leak observed in the balloon. Another balloon catheter was used to end procedure successfully. There was no adverse consequence to the patient. This product has been returned for evaluation and testing, however, the engineer's report is not yet complete. Additional information will be sent within 30 days upon receipt.